Event description:
According to the complainant, the balloon ruptured about two weeks after placement. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The sample was returned and a visual and functional evaluation was performed. Not able to duplicate or confirm the reported problem of the balloon being ruptured.